Manufacturer narrative:
This MDR has already been submitted to FDA by the us importer with report number (B)(4).

Event description:
Patient revised on (B)(6) 2021 due to infection, approximately 1 year after primary surgery. Surgeon converted reverse to a hemi, explanting all components except for stem (36/+3 standard humeral cup, 36mm eccentric glenosphere with screw, 24mm glenoid baseplate, 2 standard screws, and 2 locking screws), and then implanting +0mm double taper and 39x14 centered humeral head.